Manufacturer narrative:
H3: h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were solidly illuminated after the patient took a shower. When all lights are illuminated, this means that the device entered a non-recoverable error state. This is a patient safety feature. As stated in the IFU for this product, prior to showering the pump must be stopped, disconnected from the tubing and placed in a safe location where it will not get wet. Based on the information provided the most probable root cause was identified as user variance. A relationship between the event and the device was confirmed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had the pico 7 device placed after surgery a week before. The patient took a shower and the same day all the lights illuminated. Its is unknown how the treatment was completed or if there was a delay. No patient harm reported. No further information available.